Event description:
It was reported that the customer had delivery anomaly on the insulin pump. The customer's blood glucose level was 350 mg/dl. The customer stated that the insulin pump we sent in replacement of one turned out to be defective because he was having elevations which he could not get under 350 mg/dl. The trroubleshooting was performed. The customer was advised that the insulin pump that sent was recertified replacament was defectiive.the customer was advised that he will received a new insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.